Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Tandem technical support was unable to perform a troubleshooting, as the past occlusion alarms were resolved by changing supplies. Customer's blood glucose (bg) level was 512 mg/dl with trace ketones. Reportedly, the supplies were changed to address the event.